Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a aaa. It was reported that a CT performed on an unknown date, identified a possible type ia endoleak. Upon further review of the CT, there was some contrast noted around the proximal end of the graft and the right renal artery was no longer functioning. It was reported that the right renal kidney failure was an accidental finding on the CT. The reduced renal function was not a result of the endoleak and was not caused by the stent graft. There was about 15mm of space above the bifurcate graft. Approximately 8 years and 5 months after the index procedure, , the physician placed and endurant 26 x 36 x 49 aortic cuff inside the bifurcate up to the level of the renal artery. The cuff was then ballooned. An angiogram was performed and the apparent leak was resolved. During the final angiogram, it was noted that both common iliac arteries had expanded distal to the graft limbs. There was no apparent endoleak or loss of distal seal, but the physician decided to then extend both limbs to prevent any further dilation. The physician placed a 16x16x93 in both iliac arteries extending down to the internal iliac arteries on both sides. Those were also ballooned using a reliant balloon. The case was then finished. Per the physician the cause of the type ia endoleak was neck dilation. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.